Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ failed drawer. ¿ case: (B)(4) ¿ failed drawer. A review of the device history record for sn (B)(6) was performed from the date of go live, 12-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not allowing the dispensing of medication and displayed an invalid quantity message. A technical support specialist mentioned that the customer had fixed the issue by changing the medication ID. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system user was unable to dispense medications. The user mentioned that the med ID war5 was configured to dispense 2 tablets. However, when a nurse removes, it was not allowing and displayed a message like invalid quantity on station ICU main drawer 5-2 pocket b3. There were no adverse events or injuries reported based on this incident.